Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011, a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports a PICC was inserted (B)(6) 2011. On (B)(6) 2011, a break was noticed just below the molded strain relief on the extension and was pulled; however was not replaced. The pt status was fine.